Event description:
On (B)(6) 2022 the user attended to emergency room reporting that the tissue over the implant was open. The user was admitted and spent 5 days in the hospital receiving antibiotic treatment; also x-ray imaging was performed which showed that the implant had rotated from its original position and the electrode array was partially out of the cochlea. Explantation surgery took place on (B)(6) 2022. An insertion electrode was inserted into the cochlea for later re-implantation when the affected skin portion is healed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. No infection was reported. Further the implant housing migrated from its intended position and was found rotated during explantation surgery. Additionally a partial migration of the electrode array out of cochlea was observed. This is a final report.

Event description:
The user was implanted on (B)(6) 2022. The user presented at the emergency room reporting that the tissue over the implant was open. The extrusion was first noticed on (B)(6) 2022. The user was admitted and spent 5 days in the hospital receiving antibiotic treatment; also x-ray imaging was performed which showed that the implant had rotated from its original position and the electrode array was partially out of the cochlea. The device was explanted on (B)(6) 2022. An insertion electrode was inserted into the cochlea for later re-implantation when the affected skin portion has healed.